Event description:
Event description guidant received information that upon review of electrograms from pacemaker memory, this ventricular lead displayed noisy signals which resulted in stored ventricular tachycardia episodes. The patient had a strong underlying rhythm and no patient symptoms were reported. The lead impedance measurements were stable and within normal limits. The patient presented to the clinic with the lead sensitivity programmed to 1.0 mv, in the unipolar configuration, based on previous r-wave measurements. The r-wave measurements were now reported to be 4.0mv in unipolar configuration and 5.0mv in the bipolar configuration.